Manufacturer narrative:
Additional information: the thumbswitch stopped working while the device was in use in the patient. The cutter was retracted into the housing for safe removal of the device from the patient. No detachment occurred. On removal the cutter was inspected, and it was observed it wouldn¿t cut or spin and problems were noted with the cutter window. No pieces of the cutter were noticed to be missing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone with a 7fr sheath and 0.014 spider fx embolic protection device. During treatment of a 40 mm calcified lesion in the patient¿s proximal right anterior tibial artery of diameter 3 mm. Moderate tortuosity and severe calcification are reported. Lesion exhibited 99% stenosis. IFU was followed. The device was prepped without issue. Pre-dilation was performed. Following completion of a few passes, the cutter/packer is reported to have broken and would no longer work. The device was replaced with another hawkone. Post-dilation was performed. Procedure completed successfully with good result. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: three cine images were provided for review. The first cine image provided contained the distal end of a directional atherectomy device. In the cine image, the cutter appeared to be within the cutter window; the cutter appeared attached to the drive shaft. The two additional cine images provided did not appear to contain a directional atherectomy device. The device has been returned and evaluated. Findings from the physical analysis will be used in the final investigation report. Product analysis: the hawkone device was returned for evaluation. The device returned connected to a cutter driver. The device was removed from the returned packaging for visual inspection. The device was returned connected to the cutter driver. It should be noted that the torque shaft was bent under the strain relief. Inspection of the distal assembly revealed that the distal housing contained biological debris. The proximal end of the housing was flattened from the 0.2cm to 0.4cm and a bend was noted 0.7cm distal to the cutter window. A gradual bend was also noted from the median of the housing to the distal. The cutter was noted 2.6cm distal to the cutter window. The cutter driver was activated, and the cutter was retracted into the window; however, it was noted that the cutter was not retracted. It was found that the cutter had fractured from the drive shaft. Inspection of the drive shaft revealed twisting of the coils and the fracture was ductile in nature. The housing was cut and it the cutter was removed. The cutter measured approximately 0.4cm in length. The crimps were present on the end of the cutter assembly and it was noted a section of the drive shaft remained attached to the cutter assembly. The fracture face of the distal assembly was also ductile in nature. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a second device was used and the same issue was noted. If information is provided in the future, a supplemental report will be issued.